Event description:
It was reported that an angio-seal was deployed in the right femoral arteriotomy. A pre-deployment angiogram was performed. Hemostasis was not achieved and manual pressure was held. Pedal pulses diminished and the patient was taken to surgery where a right femoral thromboembolectomy was performed. The angio-seal was removed. The patient's external iliac artery had been placed. The patient is reported to be stable. The patient was given 75mg of plavix and 81mg of aspirin during the catheterization. No additional information was available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. The serial number is unknown.

Manufacturer narrative:
(B)(4). The root cause could not be determined based on information available in this complaint report. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from (B)(6) of gallbladder issues, c-diff issues, and bacterial peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter (B)(4), the reporting nurse stated that on an unreported date, the patient experienced gallbladder and c-diff issues. On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. In (B)(6) 2010, a peritoneal effluent culture was performed which was (B)(6), "not sure which kind." Treatment information was not provided. In 2010, pd therapy was withdrawn. The patient had not recovered from the peritonitis. It was not reported whether the gallbladder issues or c-diff issues resolved. The nurse did not believe that the peritonitis was related to the technique.